Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a no delivery alarm and experienced high blood glucose level of 470 mg/dl. The customer had symptoms such as upset stomach and did not indicate how they treated. The customer reported having high blood glucose for several weeks and issues with 6 infusion sets. Troubleshooting was offered, but customer refused to continue troubleshooting and just wanted replacement infusion sets. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was headed to their healthcare professional. The insulin pump was not returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests.